Event description:
Event #1 ¿ 3 fr single lumen spectrum PICC lot # 7421921. Hub (portion where the needleless connector attaches) of catheter completely separated from the PICC catheter inserted for single indication ¿ continuous milrinone infusion event #2 ¿ 3 fr single lumen spectrum PICC lot # 7143607. "Leaked from hub area" catheter inserted for a single indication ¿ continuous milrinone infusion event #3 ¿ 3fr single lumen spectrum PICC lot # 6265569. "Leaking ¿crack in hub" catheter inserted for a single indication ¿ continuous treprostinil infusion. Event #4 ¿ 3 fr single lumen spectrum PICC lot # 6813179. Started to leak at hub area and prior to removal, hub completely separated from the PICC catheter inserted for a single indication ¿ continuous treprostinil infusion.